Manufacturer narrative:
The bench technician thoroughly evaluated the device, and found no faults. The tech replaced the processor pca. And the optical switch as a proactive measure. Philips cannot rule out a malfunction at the time it was reported, but no problem could be reproduced. And no repair was warranted. No further investigation or action is warranted.

Event description:
It was reported to philips that the device has warning of solid red x and beeping. There was no patient involvement.